Event description:
The customer reports falsely elevated sodium and potassium assay results initially generated for one patient sample on the architect c4000 analyzer: sodium initial result of 161 mmol/l that retested at 139 and 138 mmol/l. The customer normal reference range is 136 to 145 mmol/l. Potassium initial result of 9.04 mmol/l that retested at 4.31 and 4.31 mmol/l. The customer normal reference range is 3.5 to 5.1 mmol/l. Controls were within specifications on all runs. No suspect results were reported from the lab with no patient impact.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).